Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 16 mg/dl and 136 mg/dl 2. 57 mg/dl and 299 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.